Manufacturer narrative:
One sample was provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on the device and the plunger moved without issue. A device history review was performed for reported lot 2401062, no deviations or non-conformances related to this issue were identified during the manufacturing process. The silicone employed in this product is a medial grade and is used during the syringe assembly process to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot to evaluate plunger movement. Results for the reported lots were reviewed and no issues were identified, all production and quality processes were carried out normally. Retained samples of lot 2401062 were used for additional evaluation. The product was visually inspected, no damaged or molding defects were observed, the plunger moved properly along the barrel, and silicone content and breakout force testing verified product met required specifications. The retuned sample underwent the same evaluations and all product was verified to meet required limits. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Occlusion alarm. Alarm came on (B)(6) 2024 (the date is correct, it's almost a year ago). Drug that was in the syringe was propofol 20mg/ml. When did the incident occur? During use. Was there any harm to the patient/caregiver? (Detail) no. Was there any visible damage on the device? Syringe will be shipped for investigation. What pump was being used? Cc-pump. How long was the infusion set for? Unknown. Approximately when did the alarm occur? Unknown. What medication was being administered? Unknown.